Event description:
It was reported that at the user facility the device was found with the suction end broke in two. No medical intervention and no adverse consequences were reported with this event. As this event did not occur during a procedure, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility the device was found with the suction end broke in two. No medical intervention and no adverse consequences were reported with this event. As this event did not occur during a procedure, there was no patient involvement and no delay to a surgical procedure.